Event description:
Since (B)(6) 2014, the patient is hearing nothing with her vorp and audio processor at normal loudness, but she can hear something at high amplification levels. The patient was re-implanted with a new vorp, as a technical defect was assumed by the clinic.

Manufacturer narrative:
The device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. As the patient was able to hear something at higher amplifactions, it is assumed that the insufficient auditory perception was related to an insufficient mechanical device coupling, although good coupling was reported at the time of explantation. Damages found during investigation are most likely related to the removal surgery. The patient was re-implanted with a vorp 503. This is a final report.

Event description:
The patient reported only being able to hear with the device with high amplification. In-situ measurements found the device to be functioning. Several revision surgeries were conducted to reposition the floating mass transducer on the round window with no success. The device was eventually explanted. A new device was implanted and the fmt was placed on the oval window. The patient is now having good benefit from the new device.

Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.